Event description:
The customer reported an off no power alert. The patient treated with a soda and a pretzel. Prior to the event, there was a low battery alert. In troubleshooting, it was discovered that the battery cap was not loose, cracked or damaged. The customer was assisted with proper procedure for battery installation. The blood glucose reading was 52 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.